Event description:
It was reported that a patient exhibited inappropriate shock for an supraventricular tachycardia episode interpreted as an ventricular tachycardia. No changes or interventions were reported. The patient condition was not known.